Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for an ent procedure using an evac 70 wand, after connecting the irrigation tubing to the saline pouch and the power cable to the coblator machine, there was smoke/steam seen coming out from the wand. The device was hot without the surgeon stepping on the pedal. A back-up device was available and a non-significant surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. No issues with the device. The tip is slightly worn from use. No arc or burn damage is seen. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected. No extra heat or smoke was produced from the wand in rest or in use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).